Event description:
Pt's attorney reported: in 2005- the pt underwent a ventral hernia repair with placement of a composix e/x. In 2006- the pt underwent a recurrent ventral hernia repair surgery in the area of the previously placed composix e/x. The surgeon found that a delaminated mesh had densely adhered to the abdominal wall and the intestinal tract. A fistulized segment of the small bowel was resected and the mesh was removed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.